Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired and/or the fiber was damaged. At the tip at 240,526 joules. Additional information reported from the customer was the user did not experience injury from the use of the system. The patient did not experience any harm from the incident. The patient did not require any additional treatment due to this incident.